Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The remote arm controller boards (rac) was analyzed and found the reported failure was replicated. Installed this unit into a printed circuit assembly (pca) test system. Startup system power shows up error 25588 after system boot. This error means the unit failed the current looped respond when. No further investigation. Performance troubleshooting found the rac drive module (rdm) 1 failed. The complaint was confirmed based on failure analysis. This probable root cause of this issue is attributed to failure on the rac drive module.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the remote arm controller (rac1) due to error 25588. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the rac board for evaluation, but evaluation has not been completed as of the date of this report blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the left master tool manipulator left (mtm) on surgeon side console (ssc) 2 was not responding to the surgeon¿s control. The customer mentioned that the left mtm was ¿limp and tucked back.¿ the customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed errors in the logs pointing to an issue with the left mtm axis 7, and the left mtm was disabled before starting the procedure. The customer confirmed that no cables or obstructions were blocking the left mtm. The customer elected to use ssc 1 to complete the procedure. There was no reported injury. After the procedure, the customer performed a hard power cycle, but the issue persisted.